Manufacturer narrative:
The customer reported that a patient experienced a corneal burn during the phacoemulsification. The surgeon believes that the tip was clogged. Five sutures were used to close the wound. The customer completed a questionnaire. The patient was a (B)(6) female. The surgery was on (B)(6) 2017 on the right eye (od). The event occurred as soon as the phaco handpiece was placed in the eye and the footswitch was depressed. The patient was not hospitalized. The medications used during surgery were the ophthalmic viscoelastic device (ovd) and intracameral epinephrine. In the surgeon¿s opinion a handpiece occlusion caused or contributed to the event. The phaco tip was changed and then it worked fine. The wound was closed with five (5) sutures. The patient has a history of narrow angle glaucoma, status post a peripheral iridectomy and a history of epiretinal membrane (erm). The pupil was well dilated. The corneal burn occurred during sculpting and resulted in a wound gape/leakage. The anterior chamber did not shallow or collapse. The occlusion bell sounded. The company service representative examined the system and could not duplicate the problem reported. Unrelated to the event the ultrasound printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The system was examined and the company representative did not mention finding anything that could have contributed this to the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 4, 2008. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. Phaco tip there was no phaco tip returned for evaluation. Therefore, the condition of the product could not be verified. There was no lot consumable lot number was identified with this complaint. Therefore, a lot history review could not be conducted. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Because a sample was not returned and no lot information was provided, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a patient experienced a corneal burn during the phacoemulsification stage of a surgical procedure. The surgeon believes that the tip was clogged. Five sutures were used to close the wound.